Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to an alert for increased pacing lead impedance. The behavior was not reproducible with further testing. A fluoroscopy has been scheduled. The patient will be monitored.